Manufacturer narrative:
Device is currently being evaluated by qe and has not been completed as of (B)(6) 2011. (B)(4).

Event description:
Blade would not reciprocate back and forth. Surgery has to be cancelled. The patient was under anesthesia during cancellation.